Event description:
Customer reported that she was treated by paramedics for low blood glucose level. Customer consumed juice and crackers to treat her low blood glucose level. Customer stated that she has a lap-band surgery and has to eat often. The current blood glucose level was 189 mg/dl. The paramedics were called three weeks ago due to hypoglycemia. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.